Event description:
The customer reported to vyaire medical that the bellavista 1000 us breath rate jumped from 12 to 38 while on patient. Furthermore, the patient was transferred to another ventilator but there was no patient harm reported.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the log files show over 20 occlusion alarms which was causing the breath rate to jump up. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to confirm the issue as no failure was detected on the logs. The exact root cause of the occlusion alarms and high rate alarms was not established could be related with settings as well. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.